Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of does not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, the scratched ui panel, low intensity white led failure and pca burnt was observed. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.